Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The torn apart port was not received with the rest of the bag. The torn apart port was determined to be due to the user experiencing difficulty in removing the spike from the port. The cause of the difficulty was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse was unable to remove the spike of an unknown secondary set from an intravia empty container. The bag had been filled with vancomycin. This occurred during patient use. The reporter stated that the plastic port where the spike was inserted broke off from the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One used sample was received for evaluation. Visual inspection revealed that the port was torn apart from the bag. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.